Manufacturer narrative:
Concomitant medical devices: 5071 lead (x2) implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was undersensing p-waves. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also replaced during the procedure due to premature battery depletion. No patient complications have been reported as a result of this event.